Event description:
Additional information was received. It was reported the circumstances that led to the settings not available message was the lead failed to have contact with the battery. The possible cause was scar tissue on the lead. The patient was reprogrammed to another lead. The issue was resolved at the time, however if another lead fails the patient would have a replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported seeing settings not available on her controller this morning. The patient stated she charged her controller and neurostimulator (ins) to 100% and tried another group - neither resolved the issue. The patient has had no falls/trauma/medical procedures that would have impacted the internal device system. The meaning of the screen and troubleshooting considerations were reviewed. The patient mentioned she isn't feeling stimulation. The patient confirmed controller indicated stimulation was on. The patient reported stimulation set at 7.4 currently and have only a program 1. Additional information was reported from the patient via a manufacturer's representative (rep). The rep reported that the patient woke up and tried to turn on her stimulation therapy was unavailable. The rep ran an impedance check and determined that a contact in her programming was greater than 40,000 ohms. The rep reprogrammed the patient to exclude that contact. The patient was instructed by the provider to try each of the programs, the rep made available to see if one of them would reduce her pain acceptably. The patient was told to check back with the provider to let her know how she was doing. If pain relief was unacceptable, the patient was recommended to have a lead revision.